Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had a red call doctor icon on their communicator. Technical services (ts) troubleshooted with the patient and eventually managed to resolve the issue. A patient initiated interrogation (pii) was initiated, and the communicator was successfully able to interrogate the device. The device remains in use. No adverse patient effects were reported.